Event description:
The pt was bilaterally implanted with siltex saline mammary prosthesis on 8/19/97. Subsequently, the pt experienced a deflation of the left device and bilateral pain and wrinkling. The devices were removed on 1/25/98.